Manufacturer narrative:
Philips service replaced parts (459800748032, 459800426202, 459800415552, 459801733061) and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that table geometry and foot switch malfunction occurred, rendering the system non-functional on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.